Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6 type of investigation 4114-remove, h6 investigation findings 3221-remove, investigation conclusion 67-remove, h10.